Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp 011960 - the dentist reported that 3 months after dental implant was installed in intraoral region 4#, its non-osseointegration was observed. In addition, immediate implant was performed.